Event description:
It was reported that a malfunction alarm, specifically malfunction code 16, occurred with the customer's pump. The customer's blood glucose level did not exceed 500 mg/dl and there was no adverse impact reported. As a corrective action, the customer was assisted by technical support to reset the pump, but the malfunction code recurred. Consequently, technical support arranged for a replacement pump to be sent, while the customer was advised to use an alternate form of insulin therapy, mdi, to ensure uninterrupted insulin delivery. The customer was instructed on how to put the pump into storage mode and agreed to return the faulty pump using a pre-paid label within ten days.